Manufacturer narrative:
Additional reporter info: (B)(6). The customer returned the pump to smiths medical, but requested it be returned to them with no investigation.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump alarmed a "no disposable, clamp tubing" alarm or an occlusion alarm. It was reported that the alarm persisted even after the "stop" key was pressed so the batteries were removed to cancel the alarm. Subsequently, the following day the pump was reported to be working normally. No adverse patient effects were reported.